Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion above the inferior epigastric artery. The omnilink elite stent delivery system (sds) lost pressure while deploying the stent. A leak was noted where the shaft enters the strain relief tubing. A balloon dilatation catheter was used to successfully expand the stent. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and pressurized to 14 atms when fluid was visible leaking from the connection between the sidearm and shaft. A review of the lot history record was conducted and found no non-conforming reports that would appear to have caused or contributed to the reported failure mode for this lot. A review of the complaint handling database was performed and identified one similar event. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device's performance with regards to the leak under pressurization may be manufacturing related. The issue is being addressed per operating procedures. The performance of these devices will continue to be monitored. (B)(4).